Event description:
It was reported that after not using his implantable neurostimulator (ins) for years, the patient turned their device on. The patient's stimulation was uncomfortable and he was unable to turn off his ins. Subsequent information indicated that the neurostimulator turned on by itself, but it was later confirmed that the implant was off. It was noted that there was no known accident or incident related to this event. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 7434a, serial # (B)(4), extension model 7496-51, serial # (B)(4), implanted: (B)(6) 1993, explanted: na; lead model 3586, serial # (B)(4), implanted: (B)(6) 1993, explanted: na.